Event description:
It was reported 88 patients underwent an observational two-year study in which veritas was used for breast reconstruction surgery. One of the cohorts had implants placed sub muscularly and covered with veritas, especially at the lower pole. Pectoralis major muscle was sutured above veritas. One suction drain was placed. The study reported eight patients experienced seromas and one of the patient¿s experienced a recurrent seroma, which benefited from capsulectomy and implant exchange. It was further reported an unknown number of patients did not require reoperation. One patient experienced major cellulitis requiring intravenous antibiotics, implant exposure with subsequent implant loss, hematoma, capsular contracture, and subsequent reconstruction with tram flap. One patient experienced cellulitis requiring only oral antibiotics. No additional information is available.

Manufacturer narrative:
Age at time of event: (yrs) median (range) 55 (34¿75). Date of event/concomitant medical products: the study was conducted from december 2017 and 2019. Initial reporter facility name: (B)(6). Study: sala, k., bonomi, s., fabbri, a., ciniselli, c.m., bardelli, a., verderio, p., pruneri, g., cortinovis, u. ¿use of peak plasmablade in implant-based breast reconstruction and radiotherapy new strategy to reduce complications.¿ tumori journal. (2021) 1-11. Doi: 10.1177/03008916211056072. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.